Event description:
The catheter replacement was reported as (B)(6)-2014 and not (B)(6)-2014 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician noted a high possibility that an occluded catheter kink was the cause of a failure. The possibility of the operation abnormality of the pump also could not be denied. Despite the result of the above inspection, the clear cause was unknown. The spasticity symptoms improved after the catheter replacement. It was also noted that the dose was decreased to 60ug/day because of a too strong of an effect.

Event description:
It was further provided that there was a hospital visit on ¿(B)(6) 2013.¿ there was no history of an adverse drug reaction. The severity on (B)(6) 2014 was reported as not serious. The catheter was replaced and a dose change was also made. The patient¿s outcome was reported as recovered on (B)(6) 2014. It was now reported that this was related and yet unrelated to the investigational drug. This event was not related to the pump, programmer, or procedure but unknown if related to the catheter. The gabalon intrathecal treatment was reported as continuing. No x-rays were performed and no pump operability test was performed. The cause was thought to be due to catheter kinking blockage and abnormalities in pump variability. However, the results of the aforementioned examination did not reveal a clear cause. On (B)(6) 2014 an abnormality in variation rate occurred during the refill and the patient¿s spasm returned to their original state. As a response, the dosage was gradually increased but it yielded no effects. On (B)(6) 2014, catheter contrast imaging was performed and the drug could not be aspirated through the cap. Contrast dye could also not be injected afterwards. Catheter kinking was not seen in the computerized tomography (CT) images. On (B)(6) 2014, the catheter was replaced. Kinking could not be confirmed and the tip was not clogged. The pump logs were checked but there were no problems. The daily dose was set to 80 micrograms/day, which was the amount that was previously able to control the spasms. On (B)(6) 2014 the amount was reduced to 60 micrograms/day because the drugs took effect.

Manufacturer narrative:
Product ID: 8781, serial# unknown, implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8781, serial # unknown, implanted: (B)(6) 2013, product type catheter; product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. The catheter was returned in two segments with two kinked areas in segment 2, between the anchor and the catheter to catheter connector. Analysis testing of the catheter revealed that both segments were found to be patent and both passed pressure testing. However, the more proximal of the two kinked areas was found to result in an occlusion if the catheter was held in a narrow radius in the area of the kink. The more distal kink area was found not to result in an occlusion if the catheter was held in a narrow radius in the area of that particular kink. In addition, a piece of seal material was missing near the guide ring. There was slight surface damage to the white silicone boot of the sc connector and melted areas on the surfaces of both segment 1 and segment 2. In conclusion, a kink in the catheter body caused the inner lumen to occlude.

Event description:
It was reported that there was an abnormal variability rate which was unrelated to the investigational drug or procedure but unknown if related to the catheter, pump, or programmer. The physician had performed the refill in which the programmer showed the expected residual volume to be 3 milliliters (ml). However, the actual residual volume (arv) was ¿over 10 (13 ml?). ¿in the afternoon a confirmation was performed.¿ the outcome of this event was reported as not recovered. The patient experienced worsened spasticity after the beginning of 2014 which was also reported as not recovered and related to the investigational drug but unknown if related to the catheter, pump,or programmer and not related to the procedure. The patient had ¿good control¿ of 60-70g as the daily dosage. However, spasms appeared to have returned to the original level. It was decided to increase incrementally; the dosage was increased up to 150 "g/day without effect. The physician was made aware of the possible causes of the volume discrepancies and the physician was asked to take a 3dct image first. If a catheter kink was found in the image, a catheter replacement was to be planned. If no catheter kink was found, in order to check any closure on the catheter edge, suction from the cap was to be planned. If suction was impossible it was asked that the catheter must be replaced. If the suction was possible the pump's rotor should be tested. First, though, in order to check for any programmer input errors, a visit was to occur on (B)(6) to coincide with the physician¿s visit schedule. It was further reported that although the patient was under favorable control of a daily dosage of approximately 60-70 g, the contracture returned to the original situation, so the dosage was increased gradually. However, that did not show any effect when the dosage was increased to 150 g/day. Further, on (B)(6) 2014 the past data on the programmer was checked. After a refill (65 g/day) in (B)(6), on the dosage amount was gradually increased and during the refill in february it was increased to 175 g/day with no effect event after the increase. The remaining amount on the programmer was 3.3 ml. A CT image was planned also on (B)(6) 2014 but the image processing was not yet done and any kinks on the catheter could not be checked. Reportedly, even if a kink or some defects were detected on the CT image, the catheter angiography check would be carried out. It was also reported that since the refill in last december, the dose was gradually increased from 5 g/day to 175 g/day in february (although, it was in vain). It was now reported that the worsened spasticity was related to the catheter. The catheter imaging was scheduled for ¿thursday of next week.¿ the catheter imaging results from 02-27-2014 showed that suction was not possible from the catheter access port (cap), and the contrast agent could not be injected. It was noted the CT image was checked and a catheter kink was unable to be confirmed. Therefore, it was concluded by the healthcare provider that clogging of the catheter tip might be the cause, so a catheter replacement will be done in the near future. It was then reported that at on (B)(6) 2014, at the time of the catheter replacement, no kink or clogging was observed. In regards to the pump, there were no abnormalities according to the records. The dose was determined to be 70 g/day, which was the same drug amount as before to be stable. In the end, the cause had not been determined.